Event description:
Pt received 46 hour infusion of fluorouracil with dosi-fuser. When pt returned to clinic to have dosi-fuser disconnected, about 3ml of liquid -presumed fluorouracil- was inside of the capsule, but outside of the balloon. There was also a white crystal-like material on the outside of the capsule -where the top and bottom halves meet-. Dosi-fuser lot # 082033l.